Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with multiple vt/vf episodes which on review of the stored egms indicated lead noise. Lead testing in clinic did not reproduce the noise and lead impedance measurements were in normal range. Programming changes were recommended. Lead revision is planned.